Event description:
It was reported that the length of the screw is larger than expected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained cortex screw shows that the length of the screw does not meet to the specification. Also the shape of the tip is out of specification. It is obvious that this screw did not pass the complete manufacturing process and is not finished. Unfortunately this specific device was not detected during control procedure and eliminated. This manufacturing fault is considered an isolated case. A review of the device history has been requested. A CAPA determination request has been initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the device history records were reviewed, no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.